Event description:
Per the clinic, the abutment was removed (specific date not reported) due to the infection. The patient was subsequently reimplanted with transcutaneous osia implant system on (B)(6) 2025, approximately six months following the abutment removal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with prolonged oral antibiotics (specific date not reported) for the reported infection. However, persistent granulation tissue and drainage continued, and skin breakdown developed with ongoing drainage anterior to the implant at the post-auricular incision. Microbial culture analysis of swabs collected from the implant site identified e. Coli..